Event description:
Boston scientific received information that one of these two epicardial patch leads has an out of range shock impedance measurement. At this time, it is unknown which lead is causing the out of range measurement. No adverse patient effects were reported.

Manufacturer narrative:
A system replacement has been scheduled for a later date. It is unknown if this lead will be returned once it is explanted. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
The leads were capped and abandoned and successfully replaced. No additional information is available and the leads will not be returned for analysis. If any additional information does become available, this report will be updated.

Event description:
A revision was performed and revealed that the patch leads were fractured.